Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during failure analysis. J16 pins were found to be lifted and completely detached from the pca resulting in general test and defib test failure during operational check.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not discharge during the operational check. There was no reported patient involvement.